Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device infusion rates were out of range. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: additional information was received indicating the reported issue was found during testing. Device evaluation (aware date 09-mar-2022): one device was returned for analysis in used condition. Visual inspection showed the pump had a scratched screen but otherwise was in good condition. Functional testing involved delivery accuracy testing. The reported issue was not duplicated during the investigation the pump was found to be within specification. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.